Manufacturer narrative:
(B) (6). (B) (4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture and balloon detachment occurred. The lesion being treated was a 90% stenotic moderately tortuous lesion in the left antebrachium arteriovenous fistula. The symmetry small vessel balloon dilatation catheter was advanced to the target location and inflated two times to 15 atms for 120 seconds. On the third inflation attempt to 15atms, a balloon rupture occurred. The duration of the inflation is unknown. The physician attempted to withdraw the device and felt resistance at the sheath. The balloon detached and remained inside the patient. The proximal part of the balloon was removed, and the distal part which remained in the patient was retrieved with another manufacturer's snare. Dilatation with another of the same device was performed at the target location, with a residual stenosis of zero. The procedure was successfully completed and no further patient complications were reported. The patient status is listed as ¿good¿.